Manufacturer narrative:
A company service rep checked system and found it met performance specifications. Surgeon stated questionnaires will be completed when she returns from two week vacation.

Event description:
Reporter noted posterior capsule tear required unplanned vitrectomy in three procedures with one surgeon, using two different systems in one day. One patient was left aphakic, but will be rescheduled for implant at later date. Facility didn't think the unit was a contributor, but wanted system checked out. Patient 3 of 3: aphakic; doing fine, with no post-op complications. Will be reschedule for implant at later date.